Manufacturer narrative:
The root cause of the faults e233 and e239 was (in order of sequence) was the wire being pulled out of the eye safety filter connector on the back of the laser which disabled the esf. The wire that was pulled out of the esf by the staff was repaired by clinical engineering and has been verified as good repair by lumenis and a "strain relief" has been added as a preventative measure. It is believed that the wire being pulled out caused the computer failure since a logic chip was working incorrectly on the computer board following the wire event causing the e233 and e239 to be displayed. The computer board was replaced. The last factor that caused error codes e233 and e239 was the eye team brought the older novus 2000 laser into the room and tried to use it with the eye safety filter and accessories from the newer novus 2000e. That problem has been remedied by the color-coding sys that was developed by clinical engineering at the hosp. Device passed operational safety checks.